Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. The igniter of the subject device was aging deterioration because more than 6 years had passed from the subject device had been manufactured and repeatedly long-term use.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified procedure that the error e103 which indicated the subject device had broken down occurred, however then the subject device could be used without any problem and the procedure was completed. Olympus service operation repair center checked the subject device and found that the reported phenomenon was duplicated and the igniter fatigue. There was no report of patient injury associated with the event.